Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) would not cross the tricuspid valve. The procedure was completed with a different lp. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of positioning failure could not be confirmed. The leadless pacemaker was returned for analysis. Visual and longevity analysis were normal with no anomalies found.